Manufacturer narrative:
Additional h-3 summary: it was received for analysis an empty opened labeled winding former of product code sxpp1b420. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the suture was broken during continuous suturing for the common hole closure". The manufacturing records couldn¿t be reviewed as the batch number is unknown. No further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. Device return status/follow up the device has been received at sukagawa and will be shipped. No further information will be provided.

Event description:
It was reported that the patient underwent a distal gastrectomy surgery on an unknown date and suture was used. The suture was broken during continuous suturing for the common hole closure. The operation time was extended within 30 minutes. The surgeon felt that the suture was broken easily though it was used with the usual way. There were no adverse patient consequences reported.